Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received. Customer changed the cartridge and fill estimate was accurate. Customer's blood glucose was 62 mg/dl.